Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: users claim that citrate tubes does not reach up to recommended filling line. They use eclipse signal pah and are well known with the products.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 200 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: users claim that citrate tubes does not reach up to recomended filling line. They use eclipse signal pah and are well known with the products.